Event description:
No additional information received.

Manufacturer narrative:
On 16 august 2019, it was reported that a mesher produced an incomplete mesh. The customer returned a zimmer skin graft mesher serial number (B)(4) for evaluation. Evaluation of the device on 28 august 2019 and it was noted that the device was out of calibration specifications. The roller gear, hinges, handle, and ball detents were damaged on the device. The two returned cutters were tested and found to have both produced incomplete cuts. Repair of the mesher occurred the same day and involved replacing the roller ear, hinges, handle and ball detents on the mesher as well as the gear, bushings, and collar on the cutters. The technician then recalibrated the device and verified that it was functioning as intended. The mesher was then returned to the customer without further incident. The device was tested, inspected, and repaired. Reference number (B)(4) on 16 august 2019. Based on the information provided, the cause of the device producing an incomplete mesh was due to the use of previously deemed non-repairable cutters. During evaluation of the device, it was found that both cutters had been previously evaluated and deemed non-repairable. The instructions for use for the zimmer skin graft mesher states that a damaged cutter may result in a less than optimal mesh pattern and cause further damage to the mesher. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended. Complaint trending procedure for any adverse trends that may warrant further action.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental medwatch will be filed.

Event description:
It was reported that the unit had incomplete mesh. Device was used on cadaver skin. No patient involvement. No adverse events were reported as a result of this malfunction.